Event description:
Reporter stated the stylet was protruding from the distal end of the tube during placement. There was no illness, injury or medical intervention reported as resulting from the event. One pt involved.